Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to customer's blood glucose level. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
On 05 may 2022, the distributor reported the additional information: the pump history was reviewed and it was determined that the pump battery was incorrectly displayed, resulting in the pump shutting off; the battery not charging issue was not confirmed. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation performed. Correction: h6 (remove 2892).